Event description:
Additional information reported the pain from pins and needles occurred ¿last night.¿ it was noted the patient takes a 12 hour morphine. It was reported the stimulation ¿works for a while and then it stops.¿

Manufacturer narrative:
(B)(4).

Event description:
The patient received assistance from their doctor or company representative and their concerns were resolved. The patient had an app ointment on (B)(6) 2013.

Manufacturer narrative:
Product ID 399930, lot # v031530, implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
It was reported that the patient felt "pins and needles" down her right leg. It was stated that this was the pain that was felt without stimulation (lack of stimulation to target area). However, the patient sometimes felt stimulation while standing. The patient did not feel stimulation at 8.4 volts on program 1. However, it was unclear if the device was on, as it was not confirmed. It was noted the patient felt "pins and needles" when she was changing programs. It was also noted that the patient had a history of falls, as stated she falls often. The reporter stated that the patient suffered a fall on (B)(6) 2013 and was seen in the emergency room (ER). It was noticed that the patient had cellulitis in her right foot and was admitted to the hospital for a week as she received antibiotics.